Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial procedure at an unknown date with an afx device. Subsequently, the patient developed a possible type 1a or 2 endoleak. On (B)(6) 2016, the physician repaired the leak by implanting a suprarenal aortic extension.